Event description:
It was reported the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). After two pre-dilatations with a 2.5 x 15 voyager balloon, the mini vision stent delivery system (sds) was advanced, but would not cross and was removed. Additional pre-dilatation was attempted with a 3.0 x 12 voyager, but it was unable to cross and was removed. Another attempt was made to cross the minivision stent, but again was unsuccessful and as the sds was being removed, at the location of the rhv, the proximal end of the stent was observed to be flared and the stent had loosened on the balloon. Once the sds was on the back table, the stent completely dislodged. The procedure was aborted and the patient was taken back to his room. The patient then had a drop in blood pressure and was taken back to the cath lab. The rca had totally occluded and the patient was diagnosed with a myocardial infarction. Balloon angioplasty was performed (unk balloon) to open the vessel back up. The patient was stabilized and is in recovery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the hub, shaft, balloon, stent, and in the guide wire exit notch. There was dried contrast on the shaft. This is consistent with preparation and the sds advanced over a guide wire into the patient anatomy. The stent was dislodged from the balloon, confirming the reported information. The entire first row of proximal struts was flared. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The guide wire exit notch was torn for a length of 5 mm and there were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent damage. The tip length, distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was heavily calcified, which likely contributed to the failure to advance. Additionally, re-insertion of the mini vision sds and/or interaction with the anatomy and interaction with the guiding catheter likely contributed to the reported stent damage and stent becoming loose on the balloon. Further handling of the stent after the sds was removed from the patient would have contributed to the stent ultimately dislodging. It should be noted in the mini vision instructions for use (IFU) it states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the patient had a drop in blood pressure and was taken back to the cath lab. The rca had totally occluded and the patient was diagnosed with a myocardial infarction. Myocardial infarction, hypotension, and occlusions are known adverse events as listed in the rx mini vision IFU. In this case, the relationship to the product, if any, to the reported patient effects could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance, stent damage, and loose/dislodged stent appear to be related to the operational context of the procedure.